Event description:
The device was used during a lung volume reduction procedure. Reportedly, four instruments were used during the procedure. The instruments were placed on tissue and would not fire staples. The hosp has reported the lung was bruised during repositioning of each instrument. The damaged tissue was resected and the procedure completed.